Event description:
A malfunction alarm was reported on the customer's insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To address the issue, the customer planned to use multiple daily injections (mdi) as backup therapy while technical support arranged for a replacement pump with updated software. Instructions were provided for returning the faulty pump and for using the new equipment effectively, which the customer understood and acknowledged.